Event description:
String pulled away, leaving tampon behind- vaginal [foreign body in reproductive tract]; string pulled away from tampon [device breakage]. No area where the string is normally sewn into the absorbent layer [device physical property issue]. Case narrative: consumer reported via e-mail that string pulled away, leaving behind the tampon. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String pulled away, leaving tampon behind- vaginal [foreign body in reproductive tract] string pulled away from tampon [device breakage]. No area where the string is normally sewn into the absorbent layer [device physical property issue]. Case narrative: consumer reported via e-mail that string pulled away, leaving behind the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.